Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty was encountered. It was also reported the rv lead was observed as damaged. The rv lead was removed and replaced by another lead. No patient complications have been reported as a result of this event.